Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated with emergency service for hypoglycemia on (B)(6) 2026. It was reported while driving after a chiropractor appointment the patient blacked out at an intersection and crashed the vehicle into a sign. Emergency services transported the patient to the ER. The patient's blood glucose levels declined to 22 mg/dl while wearing the pod (abdomen) for more than 48 hours. Symptoms reported include hypoglycemia and lost consciousness. The patient was treated with apple juice, food, and intravenous sugar water. No further information was provided.